Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guide.book page 30 tuesday, august 30, 2022, 9:22 am chapter 2 important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text: device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the cartridge for longer than 72 hours with novolog insulin, and overpulling air from the cartridge. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 72 hours with novolog insulin. And overpulling air from the cartridge, is off label per the user guide. Customer¿s blood glucose (bg) level was 209 mg/dl.